Event description:
It was reported by the patient that during implant "something went bad". The patient indicated that afterwards they had "severe problems", their "heart was not strong enough" and their ejection fraction decreased. Also, the patient reported that they understood they had been "over paced" for about six months which damaged their ventricle due to the programming. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was explanted or removed from service in excess of six months ago, and the information provided does not indicate any patient complications or injuries. No follow up will be done with the user facility. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.